Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices- model: 694765, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had developed a lead fracture and the right atrial (ra) lead exhibited high thresholds. Both leads have been extracted and replaced. No patient complications have been reported as a result of this event.